Manufacturer narrative:
Complainant was sent rubber caster cups to prevent slipping on smooth surfaces. On 03/03/2017 manna's technician successfully installed the rubber caster cups under the casters. No further assistance was needed by the customer.

Event description:
Complainant purchased the bed base and mattress on 5/18/2016 and the product was delivered 6/13/2016. The complainant's wife called on behalf of the complainant and states while attempting to assist her husband into the bed when she lost balance and the base slipped away from the complainant causing the complainant to fall on the floor. The complainant did require medical attention from 911 and was admitted to the (B)(6) on (B)(6) 2016. The complainant's wife states her husband did sustain bruising from the fall and states he is presently at (B)(6) for physical therapy. Complainant's wife states that her husband suffers from heart problems and the physical therapy he is receiving is not related to his fall. Complainant's wife states the delivery drivers failed to install customer's caster cups under the wheel.